Event description:
Resmed was made aware of a CPAP patient obtaining a 2nd degree burn on their arm. It was reported that the patients air tubing caused the injury.

Manufacturer narrative:
A preliminary investigation was conducted at resmed's (B)(6). The device, humidifier and tubing were functionally tested and performed without fault. No error messages or unusual temperature fluctuations were observed. A visual inspection of the devices revealed no signs of damage or degradation. The device is being sent to the design house in (B)(4) for an engineering evaluation.